Manufacturer narrative:
B5: describe event or problem - correction. H2: if follow-up, what type - correction. H6: adverse event problem - correction.

Event description:
It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alert/notification occurred. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause of no audio output could not be determined. No injury or medical intervention was reported.